Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles. The customer believes that there is an issue with the insulin pump since the infusion set and reservoir was changed and he is still receiving air bubbles. The customer had a blood glucose of 127 mg/dl. Nothing further was reported.